Event description:
A power source alert 07 was reported and led to the shutdown of the customer's pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. As the pump was out of warranty, technical support did not replace it, but the customer arranged for a new pump to be sent.